Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Add'l info was received from the surgeon who indicated that the pt had a preexisting corneal scar in this eye (location of the scar was not indicated). In the surgeon's opinion, it is unk if the iol caused or contributed to this outcome. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints in this lot. No root cause could be identified by the investigation. A company rep, who is an optometrist (od), reviewed the preoperative and postoperative calculations, received from the surgeon. According to the od, the calculations indicated that the postoperative keratometry, (k) readings showed 9.25 diopters of corneal flattening compared to the preoperative k readings. Add'l info has been requested. (B)(4).